Event description:
Per the audiologist, the patient experienced a decrease in performance after a hit to the head. The results of an integrity test (B) (6), 2008 indicated evidence of device malfunction. The patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Information was learned from implant patient's registry. The DHR review has been started. This was determined to be FDA reportable per edwards lifesciences procedures. Customer letter not required. Device not returned.

Event description:
Reportedly, the patient expired after an unknown implant duration due to unknown reasons. No further details were provided. The device will not be returned as it is unknown if the device was removed prior to the patient¿s death or if an autopsy was performed.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.